Event description:
It was reported that 5 days ago, the patient started hearing a single tone beeping, and 3 days ago he started hearing the critical alarm. The patient stated it was going to be empty, then later stated it was empty for over a month and a half. Telemetry had not yet been performed. The patient had no healthcare provider (hcp) to fill the pump due to insurance reasons, and that it was ¿getting worse¿ every day. The hcp reportedly did not refill the pump on (B)(6) 2014, and the patient was going through "major withdrawal." The patient went to the emergency room 3 times since 2 weeks ago, and could not get help from the hospital because they did not understand the pump. The patient had an appointment on (B)(6) 2015, but they would not refill the pump for another week or week and half. The hcp was reportedly aware of the patient¿s situation. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).